Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose of 504 mg/dl. The customer stated that when she went home, she changed the infusion set and gave a correction. The customer found that the infusion set had detached at the site and insulin was leaking. Blood glucose value was 156 mg/dl. She stated she did not pull on the tubing. The customer was advised to change the infusion set. The insulin pump will not be returned for analysis.